Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer¿s field service engineer (fse) replaced the front bezel to address the reported problem. The unit successfully passed the required performance verification test. The front bezel assembly was returned for failure investigation and during troubleshooting the nav-ring found contamination liquid ingress on the silver matrix sensor pad in the rotary adjustment assembly (nav ring) refer to the photo attached. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit was found to difficulty keeping the settings stable due to a malfunctioning navigation ring (nav-ring). There was no patient involvement at the time the issue was discovered.